Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the electronic xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately 33 months after the xience v stent implantation in the distal circumflex and the distal left anterior descending (lad) coronary arteries, the patient experienced chest pain and was found to have in-stent restenosis requiring percutaneous coronary intervention with stenting of the proximal and mid-lad. No additional information was provided.